Event description:
Following a vascular stent insertion with bilateral punctures using an antegrade approach and 9f cordis procedural sheath, an angio-seal device was deployed in the right groin. A second angio-seal device was deployed in the left groin in the superficial femoral artery resulting in a total obstruction of blood flow. No pulse were present. The pt underwent vascular surgery of the left leg, resulting in the removal of the angio-seal device. It should be noted that the product specialist advised against the 9f cordis procedural sheath and an antegrade deployment.